Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the system was frozen and was not possible to start the device. After several attempts the force sensor cable was unplugged and finally the device start. The force sensor cable was plugged once the device was started and no more issues occurred.

Manufacturer narrative:
The investigation performed on surgery data log file pointed out that the system shutdowns were caused by a computer failure. However it is not possible to determine the root cause of the computer failure

Manufacturer narrative:
This event was first reported as an intra-operative event. According to the complaint description, this event was pre-operative and no patient was involved. No delay occurred. An intra-operative event is linked and occurred after this one, it is recorded in our system as (B)(4). A medwatch was also performed for this event: number 3009185973-2018-00160.

Event description:
The robot had been moved into the or and plugged in before the field service engineer arrived and the patient had not been brought into the room yet. The robot was turned on via the main switch and the system started and got to the main screen with rosa and maintenance choices, but the system was frozen. The device was restarted a number of times, waiting at least a minute between each and every time the system would start and the field service engineer could either get half way though the password for the maintenance mode before the system froze or if the rosa software was selected it would load to a white screen and then freeze. At this time the patient was rolled into the room and the surgery could begin, the device was restarted normally.